Event description:
It was reported that a yukon polyaxial screw fractured intra-operatively and that the shaft remains implanted in the patient. It was further reported that the construct was extended as a result. The procedure was completed successfully with a 30-minute surgical delay.

Manufacturer narrative:
Additional data: h3. H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.